Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. A sample of the device was received and an evaluation was performed to investigate the reported cracks. Visual inspection of the device confirmed the reported problem. It was noted that the main body was cracked and that the occluder feet were broken. Leak and functional testing of the device was performed with no issues noted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a customer who observed cracks on the main body of the transfer set during peritoneal dialysis therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.